Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The mother reported via phone call that the customer had a no delivery alarm durin ga basal and bolus. It was also found the alarm occurred during a prime. The customer's blood glucose was unknown. The reservoir will not be returned for analysis.